Event description:
Prior to a case, it was found that the aspiration pump was not pulling at the necessary pressure. There was no back-up pump available and the physician had to use ia lytic therapy instead. The physician was able to open some of the occluded branches with moderate success.

Manufacturer narrative:
Conclusion: the malfunction was noted while prepping for a case. The device was discarded at the hospital and no eval could be made.